Event description:
The device was sent to stryker instruments for preventive maintenance. During functional testing by a service technician at the manufacturer facility, it was found that the device had a lack of irrigation which could cause overheat of the system. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.